Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the clinic, the abutment was shown to be too shallow. The abutment was changed under a general anaesthetic (date unknown). Skin was revised in the same procedure.